Event description:
It was reported that the armada 14 pta balloon catheter 2.0 mm x 200 mm x 150 cm was prepped per the instructions for use. The right groin was accessed and the balloon ruptured at 8 atmospheres after 30 seconds within the tibial artery. The case was complete with inflation at 8 atmospheres. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada was not returned for evaluation; therefore, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, a conclusive cause for the reported rupture could not be determined. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.